Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the sheath was visually inspected, and no abnormalities were found. Next, the sheath was prepared for leak testing. However, such testing could not be performed as a constant stream of fluid flowed from the stop cock which allowed air into the device. Further leak testing could not be performed as the stop cock leak prevented the identification of any other potential leak paths in the sheath. Under microscopy the stopcock leak was found to originate at the joint where the port meets the center control valve. Based on all the available information boston scientific confirmed the allegation of visible air bubbles in the sheath. The root cause of the leak was determined to be the component failure due to the leak identified in the stop cock.

Event description:
It was reported that during a procedure to treat an atrial fibrillation (afib), a faradrive sheath was selected for use. There were no complications during ablation of the first three pulmonary veins (pv). However in the last pv, the right inferior pulmonary vein (ripv), the physician had trouble in finding it and was not sure if he had already been in the vein. Contrast was requested and inserted through the flush port of the sheath. The physician used contrast 2 times through the flush port, when he gave the third time, he noticed that there were a lot of air bubbles, and that the hemostasis valve was suddenly leaking. Therefore, the physician decided to end the procedure. Procedure was completed successfully without any patient complications occurred. The sheath has been received for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure to treat an atrial fibrillation (afib), a faradrive sheath was selected for use. There were no complications during ablation of the first three pulmonary veins (pv). However in the last pv, the right inferior pulmonary vein (ripv), the physician had trouble in finding it and was not sure if he had already been in the vein. Contrast was requested and inserted through the flush port of the sheath. The physician used contrast 2 times through the flush port, when he gave the third time, he noticed that there were a lot of air bubbles, and that the hemostasis valve was suddenly leaking. Therefore, the physician decided to end the procedure. Procedure was completed successfully without any patient complications occurred. Sheath is expected to be returned for further analysis.